Event description:
On (B)(6) 2010, pt reported infusion set insertion device will "jam on release" and occasionally release unintentionally. Insertion device was replaced and requested for eval. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.